Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that nbp alarms were not transmitted from the mp50 monitor to the information center. No patient harm was reported.